Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred and that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed. It was also reported that the wake button was sticking. The customer will continue to use the pump for basal delivery.